Event description:
The customer reported the energy delivered was off. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the energy delivered was off. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified, the energy delivered was outside specification (getting 116 joules when 300 joules selected). The customer was informed that this device has been out of support since december 2006 and parts are no longer available. The device remains at the customer site. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.